Event description:
The user's hearing performance with the device has been decreasing over the years. Reportedly only a partial insertion of the electrode array of 6 channels was made at implantation. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Reportedly an incomplete insertion during implantation surgery with 6 channels out of cochlea was observed. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device has been decreasing over the years. Reportedly only a partial insertion of the electrode array of 6 channels was made at implantation. The user was re-implanted on (B)(6) 2021.